Event description:
Om 7/9/96 pump was to be increased to 6 mg/day with a bridging dose of 12.5 mg over 50 hrs. The pump was mistakenly programed to 6 mg/hr instead. On 7/12/96 the rate was ordered to increase to 8 mg/day and was increased to 8 mg/hr in error.